Event description:
A spinous process plate was reportedly implanted (B)(6) 2011. The patient reported increasing back pain during a follow-up visit approximately 6 weeks following surgery. At that time it was determined the plate had loosened. No additional information has been available to investigate further. It is unknown if revision surgery had occurred. Patient information and product identification has not been available to date.

Manufacturer narrative:
(B)(4). No other information is known with respect to patient age, diagnosis, bone integrity, spine level affected, need for additional intervention, etc. The reported event has not been verified via radiography or other means. Product identification is pending. Root cause of the reported event has not been identified. When additional relevant information becomes known, a subsequent report will be filed. Review of labeling notes: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra..."